Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2019-may-30 from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion pump. It was reported that the patient¿s pump was having motor stalls and not adequately delivering medication. It was unknown when this issue started. The patient was then referred for a replacement. During the replacement procedure on (B)(6) 2019, the catheter was successfully aspirated proving the catheter to be working and patent. A new pump was inserted and drug was transferred. The patient will report back to the doctor for pump management and adjustments as needed per the managing physician. The issue was resolved at the time of the report and the patient status was listed as ¿alive ¿ no injury.¿ the rep was in possession of the product and it would be returned to the manufacturer. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. The pump also failed the lab dispense test by dispensing above specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving fentanyl (450 mcg/ml at 299.94 mcg/day), clonidine (45 mcg/ml at 29.95 mcg/day) and bupivacaine (19.1 mg/ml at 12.71 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that a motor stall was seen at the initial interrogation of the pump. Per the caller the patient had symptoms of hypertension, agitation and confusion. It was reported that the symptoms were sudden and the patient was admitted to the intensive care unit. No further complications have been reported as a result of this event.